Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In april 2008, the patient had essure inserted. In june 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychiatric problems condition: major depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In may 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), insomnia ("insomnia"), anxiety ("anxiety") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (remove essure implant in june 2011). Essure was removed in june 2011. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, urinary tract infection, menorrhagia, vaginal haemorrhage, depression, insomnia, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, aka added, demographic added, event added- uti, menorrhagia, vaginal haemorrhage, depression, insomnia, anxiety, urinary tract disorder, bladder disorder, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower. Events onset date and severity added. Lab data added on (B)(6) 2018: fu 1 and fu 2 processed together. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychiatric problems condition: major depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), insomnia ("insomnia"), anxiety ("anxiety") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (remove essure implant in (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, urinary tract infection, menorrhagia, vaginal haemorrhage, depression, insomnia, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal date: (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; on (B)(6) 2011: status post essure wire placement bilaterally, there is no filling of the fallopian tubes bilaterally. There is no peritoneal spill ge bilaterally. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: reporter and rcc notes and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychiatric problems condition: major depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2011,(B)(6) the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), insomnia ("insomnia"), anxiety ("anxiety") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (remove essure implant in (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, urinary tract infection, heavy menstrual bleeding, vaginal haemorrhage, depression, insomnia, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, insomnia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal date: (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; on (B)(6) 2011: status post essure wire placement bilaterally, there is no filling of the fallopian tubes bilaterally. There is no peritoneal spill ge bilaterally. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and infection ("infection"). The patient was treated with surgery (remove essure implant in (B)(6) 2011). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and infection outcome was unknown. The reporter considered genital haemorrhage, infection, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.